Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. The caller suspects it may be a setting issue. The product support suggested (pse) performing a full pvt and address any issues found. The pse reached out to clinical specialist (B)(6) and ask that she call and discuss the settings and expected alarms. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the disconnect alarm did not sound when patient was disconnected. There was no patient involvement.